Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcated stent graft was intended to be implanted  for the endovascular treatment of a 60mm abdominal aortic aneurysm. It was reported during the index procedure when removing the stent from its packaging there was a gap noted in the delivery system between the tip and the stent sheath. At that time, after the stent was flushed, the doctor moved the stent sheath closer to the tip. It was found that there was resistance when trying to enter the patient and the delivery system was removed after repeated attempts.  Since the 28 main body was difficult to deploy, and the patient was anesthetized and bilateral femoral arteriotomy was performed, chimney stent had been placed in the left kidney. The physician selected 32-gauge abdominal aortic main body to complete the case. As per the physician the cause of the positioning difficulty and deployment issue was as a result of the unstable structure of the s tent.  No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
B5; additional information received: it was confirmed that after the delivery system entered the femoral artery, too much resistance was felt as it was continued to be delivered and it did not reach the target area. The chimney stent was part of the planned surgery. The patient had a very thick accessory renal artery on the left side, and the anchoring zone was not long enough if the stent was deployed from the plane of the accessory renal artery. Product analysis conclusion: the reported difficulty to position was confirmed on the films provided; however the cause of the event could not be determined. The reported gap noted in the delivery system between the tip and the stent sheath could not be confirmed. Lack of pre-implant CT's did not allow for a thorough assessment of the patient's anatomy. It is unknown if anatomical factors such as thrombus or calcification, which may reduce the flow lumen of the arteries may have contributed to the positioning issue. A device issue cannot be ruled out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: two still images received for review. The first image depicts the handle of an endurant device resting on a packaging tray. The handle does not appear to be advanced. Minor deformation can be observed to the screw gear. The second image depicts the taper tip and distal portion of the graft and graft cover. Blood can be seen on the device. Graft has not been deployed and is present in the delivery system. No gap between graft cover and taper tip can be observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. The device returned with the external slider and the backend wheel in the home position. The was no gap observed between the taper tip and the graft cover tip. Slight deformation was observed to the distal end of the taper tip. The reported dimensional deviation could not be confirmed through analysis of the returned device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.